Event description:
It was reported that a cardiac perforation involving this right ventricular (rv) lead was identified one week post implant. Surgical intervention was undertaken. The lead was explanted and replaced with a non-boston scientific rv lead. No additional adverse patient effects were reported. The lead was discarded by the hospital after explant and will not be returned. If information is provided in the future, a supplemental report will be issued.